Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was not sure about the time and date of the event because he was in a coma. It was stated that the customer was working outside and the insulin pump stopped giving insulin, but the customer was not aware. It was stated that the customer collapsed and his neighbor called the paramedics. Then the customer was taken to the hospital. It was stated that the insulin pump was not available to troubleshoot at time of call. No further information was provided.